Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the pt's blood glucose increased after a routine cartridge replacement on (B)(6) 2011. The pt's reported blood glucose was between 165 mg/dl and 431 mg/dl during this time period; the family member denied the presence of ketones and did not report symptoms of hyperglycemia. She reported that she treated the blood glucose elevation via pump boluses and manual injections of insulin. The family member reported that the cartridge compartment was very wet when she removed the cartridge on (B)(6) 2011. She noted that she poured insulin out of the compartment. The family member stated that there was no visible damage to the cartridge. She reported that she successfully loaded and primed a new cartridge from a different box without difficulty and with no visible leakage of insulin. This complaint is being reported as a cartridge malfunction; the elevated blood glucose in the absence of ketones or symptoms does not meet the criteria for an adverse event.